Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (family/friend of the patient) about a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient saw a por (power-on-reset) message when they were charging their ins. They stated that their therapy stopped due to the por. It was reported it was unknown if it was related to an overdischarged event. Steps were reviewed on how to clear the por message on their patient programmer. The patient pressed the sync key, pressed an arrow on the navigation button, reset the time, and then pressed the sync key again to complete the reset. It was reported that the por message was successfully cleared. They then turned their therapy back on and reported that their therapy was adequate. It was reported that troubleshooting resolved the reported issue. There were no symptoms reported. The event occurred on (B)(6) 2017. No further complications were reported/anticipated.

Event description:
Additional information was received from the patient. It was reported that the cause of the por and the therapy stopping was unknown. The patient speculated that it could have been due to x-rays taken for travel but it indicated that it was on. The patient's weight was (B)(6). No further complications were reported/anticipated.